Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction error. At the time of the alleged malfunction, the device was not being used for clinical monitoring. There is no report of an adverse event.